Manufacturer narrative:
The MFR issued a recall notification to the identified customers who received the affected products. Add'ly, the MFR notified the FDA los angeles dist. Recall coord. Voluntary recall & gained concurrence of the customer letter prior to its' distribution. On 03/17/2015, the voluntary recall was initiated. A lot history review was conducted, which indicated that the lot met all release criteria. The investigation is confirmed for a break, as the cannula hub was found to be broken. Th investigation is inconclusive for failure to obtain samples as functional testing could not be performed due to the broken cannula hub. This is a known issue for the identified product code/lot number combination. The root cause for this event was determined to be supplier related due to overprocessed resin. The monopty instruction's for use (IFU) provides general instructions for priming, firing, sampling & retrieval samples from the device.

Event description:
It was reported that during a breast biopsy, no samples were obtained after three attempts to collect tissue. There was no report of patient injury.